Manufacturer narrative:
Additional information: d10, g4, h3 h6 (method, results, conclusion). The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the door w/ keypad assy 8100. A review of the device history record for sn (B)(6) was performed from 07/10/2017 to 08/30/2020 and note that this device has been returned for service 1 time without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
The customer reported a keypad issue.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a keypad issue.